Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6); (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had the device and leads removed due to wound infection and bacteremia. The organism was noted to be (B)(6). The patient was treated with antibiotics. A new system was implanted at a later date. The patient was a participant in the system longevity study. No further patient complications have been reported as a result of this event.